Event description:
It was reported that the patient underwent a left ankle hardware removal and left revision total ankle replacement with possible collateral ligament repair with internal brace and left achilles tendon lengthening all on the left. The patient is status post left ankle replacement 2019 but continues to develop arthritis changes particular along the medial and lateral gutter along with pain and reduced range of motion. The patient also has some loosening of implant on imaging. The patient elected for revision replacement with larger implant and is scheduled for surgery (B)(6) 2021. The reports overall he is doing ok. He remains followed with rheumatology for his ra which has been well controlled on (B)(6).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a left ankle hardware removal and left revision total ankle replacement with possible collateral ligament repair with internal brace and left achilles tendon lengthening all on the left. The patient is status post left ankle replacement 2019 but continues to develop arthritis changes particular along the medial and lateral gutter along with pain and reduced range of motion. The patient also has some loosening of implant on imaging. The patient elected for revision replacement with larger implant and is scheduled for surgery 12/3/2021. The reports overall he is doing ok. He remains followed with rheumatology for his ra which has been well controlled on xeljanz.

Manufacturer narrative:
Please disregard the MFR report # 3010667733-2022-00122, as per further received information, the device information confirmed that the reported event is related to an integra product, not a stryker trauma product.